Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reason after less than two months of implanted. The system was not replaced. No additional adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reason after less than two months of implanted. The system was not replaced but returned for analysis. No additional adverse patient effects were reported